Manufacturer narrative:
Date of manufacture corrected to 04/19/2013. The companion hospital cart was returned to syncardia for evaluation. The investigation identified the root cause of the customer-reported issues as a malfunction of the lcd touchscreen assembly. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer, a syncardia certified hospital, reported that the touch screen function of the hospital cart monitor did not work.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the hospital cart was not in use with a patient when the issue was observed. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The customer, a syncardia certified hospital, reported that the touch screen function of the hospital cart monitor did not work.